Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The logs showed that the imaging system powered down as intended. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system batteries tested as fully charged, the system restarted without issue and the system functionalities passed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion case, after bringing in the imaging system for a post-operative deep brain stimulation (dbs) image, the image acquisition system (ias) pendant was powered off. The representative reconnected the umbilical cable and the ias booted up without issue. There was a delay to the procedure of 5 minutes and no impact on patient outcome.